Event description:
It was reported that the patient received an unexpected shock for atrial fibrillation with rapid ventricular response. One of the treatment discriminators withheld therapy for two cycles before treating. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.